Event description:
During treatment of an in-stent restenosed right ostial lesion, the cutting balloon was inflated causing a dye extravasation. A ranger ptca catheter was used to stop the dye extravasation.